Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the problem. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was not advanced but there was saliva present. The plunger had been fully depressed and retracted.

Event description:
The hcp reported that while placing a bravo hp monitor, the capsule would not attach to the patient's esophagus. No serious injury to the patient was reported.